Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that during patient use, the screen blacked out and the device generated an alarm. After performing a restart the ventilation was resumed. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available and analyzed during the investigation. Based on the log file analysis, the reported restart of the device could be confirmed. The device performed a restart on the reported date/time as the internal security software had detected a temporary inconsistency regarding the speaker test (run time issue). There was no technical failure logged that indicates a permanent hardware issue. The device continuously monitors the state and the function of internal components and software modules. If a deviation is detected, an acoustical and visual alarm is generated. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after an unexpected deviation had been detected. During a restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. After approximately 12 seconds, the device continues ventilating the patient with the last settings. In the current event, the device reacted as specified on a detected deviation and performed a restart to remedy the deviation. Corresponding alarm messages were generated, and ventilation was immediately resumed afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during patient use, the screen blacked out and the device generated an alarm. After performing a restart the ventilation was resumed. There were no patient health consequences reported.